Manufacturer narrative:
Device was not returned; followed up with company representative.

Event description:
It was reported in the company town hall meeting that three x-stop devices have been removed. No additional information was reported.